Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame the grabber cards in the flex vision pc were failing. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse reset grabber card the flexvision pc to resolve the reported issue. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not booting up. The device was in unknown use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found a problem on flex vision pc. The fse replaced the flex vision pc and system returned to full functionality. Philips has continue to investigation of the complaint.